Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for gluc3 glucose hk (glu) on a cobas integra 400 plus (i400+) analyzer. The sample initially resulted as 135 mg/dl. This value was reported outside of the laboratory to the patient, who questioned the result. The sample was repeated on an advia analyzer on (B)(6) 2018, resulting as 90 mg/dl. The repeat result was believed to be correct and reported to the patient. No adverse events were alleged to have occurred with the patient. The glu reagent lot number was 267424. The reagent expiration date was asked for, but not provided. Calibration and controls were acceptable.

Manufacturer narrative:
The field service engineer checked the analyzer. He changed the sample probes and teflon seals from syringes. He checked water/air calibration. He re-calibrated and ran precision studies, which were ok. The customer performed sample comparisons and results were acceptable. The investigation was unable to find a definitive root cause.